Manufacturer narrative:
The complaint on the b1016 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was conducted and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported on medsun medwatch mandatory report uf/importer report # 2201630000-2024-8027 that at approximately 2130, the patient called the nursing station using the call light. The patient stated that the line "broke". The registered nurse (rn) was informed of this situation and went right into his room. The infusion noted was about 12 hours and there was no bleed back. The 1.2-micron filter had come apart where the tubing meets the filter on the side of the filter where the green clamp is located. The line was open and exposed with total parental nutrition (tpn) spilling onto the sheets. The rn immediately clamped the patient's peripherally inserted central catheter (PICC) line. Using an aseptic technique, the PICC line was cleaned and flushed with normal saline (ns). The lip (licensed independent practitioner) was notified, and an unknown intravenous fluid (ivf) was started in place of the tpn. The event occurred at the hospital user facility. The condition of the patient during and after the incident was stable and the tpn therapy was resumed. With the tpn line infusing onto the bed, it opens up the line for potential infection. The entire bag of tpn needed to be discarded and a new bag made by the pharmacy. There was no patient harm but this was the third time this has happened with the same patient and same lot number.